Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 17169576.

Event description:
It was reported that the patient was "experiencing" inadequate stimulation. It was also noted that the lead had migrated. The patient underwent an explant procedure. All devices were explanted and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 17169576.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the lead had migrated. The patient underwent an explant procedure. All devices were explanted and will not be returned.